Event description:
Reproter state that patient experiencing hypoglycemic symptoms:sweating and shaking. Patient attempted to conduct a blood glucose test; however, patient indicated that the lancet device was not working.reporter stated that patient was unable to get out of bed so a relative treated her with a glass of orange juice. No additional treatment was received.patient's current condition: "ok." While on the line with technical support,the lancet device operated normally. Technical support requested the return of the suspect product and replacement product was shipped.